Event description:
It was reported that four (4) vented micro-volume inlets had small moisture droplets between spike and the cap. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date of 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between september 29 - october 3, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and condensation or moisture was observed in the photographic samples. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.